Manufacturer narrative:
This console was serviced at the customer's site. The reported event was confirmed. The field service engineer (fse) disassembled the system and found shutter mount shaft has sheared at solenoid body. The pyro board and solenoids were replaced, and electronic realignment of the pyro/calibration circuits was completed. It is likely that the damaged shutter and pyro pcb could have affected the device performance leading to the event experienced by the customer. Based on all available information, the most probable cause was determined to be cause traced to component failure.

Event description:
It was reported that the system is showing error saying "all lasers are malfunctioning". This event is being reported for aborted/cancelled procedure with a patient whose sedation status was unknown.